Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were trying to increase the patient's stimulation to see if it would help the patient more, but stimulation would not increase. The patient's symptoms were not worse or any better, but the healthcare professional (hcp) instructed them to either change programs or adjust settings if the patient felt the need. The patient wanted to increase stimulation to see if it would work better so the patient can have a little more time. Currently the patient was on program 2 with stimulation set at 1.9. Stimulation was set at 2.3 but somehow while they were trying to change settings they decreased stimulation to 1.9 and now could not go back up. After verifying the implantable neurostimulator (ins) status, it was determined that the ins was turned off. After being walked through turning stimulation back on they attempted to increase stimulation but saw either the poor communication, sync screen, or turn ins on. They could not describe the screen. After being walked through turning stimulation on again, they were able to increase stimulation to 2.4. The patient was going to leave the stimulation set at the new setting of 2.4 and see how it would work for them. They were going to follow up with the hcp if they felt the need. The issues occurred on the day of the report. The patient later reported a loss or change of therapy. The patient was doing fine at 2.3v and then the urine started running once when she went to the grocery store. She increased it to 3.7v and it was still not helping her. She increased it again last night from 3.6 to 3.7v. She did not feel that she had to go to the bathroom but when she stood up the urine would run. Since she increased to 3.7v last night it had been hurting her side of her vagina. The change in therapy/symptoms was considered sudden. The leakage started on (B)(6) 2016 and stimulation hurting the sides of her vagina after increasing to 3.7v started on (B)(6) 2016.

Event description:
Additional information received from a patient reported they met with their healthcare provider to ¿take a sample.¿ the patient was to see her again within a week but did not have an appointment as of (B)(6) 2016. No changes were made and the patient could not go to the store without having a big accident. Issues persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.